Event description:
It was reported that prior to a planned device changeout procedure, low impedance was observed on the atrial lead. It was noted that a drop in impedance had occurred after implant and that the value had been stable since. All other electrical values were normal. The lead was capped and replaced during the planned procedure.